Event description:
New information received notes that post-paced t-wave oversensing was still seen when the asymptomatic patient presented for a subsequent follow up. Additional programming changes were made.

Event description:
It was reported that post paced t-wave oversensing on ventricular channel was observed via merlin.net transmission. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.